Event description:
As reported: lv epicardial lead had high thresholds, device programmed to max output, battery at one year to eri, patient having open heart surgery for other reasons, so we replaced the device and added a new epicardial rv lead.